Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/19/2020. A manufacturing record evaluation was performed for the finished device batch peh761-8556h and no non-conformances were identified. Additional h3 investigation summary: a picture was returned for analysis. Upon visual inspection of the picture, the following was observed. A needle/suture piece and a piece of the needle. The needle was observed broken at the tip and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a whipple procedure on (B)(6) 2019 and suture was used. The needle broke while suturing unknown layer of tissue, unknown loop. The broken needle tip was retrieved and another like suture was used to complete the procedure. There were no adverse consequences to the patient reported.